Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced bowel obstruction, failure of mesh, mesh rolled on itself, adhesions, loss of domain, scarring, and pain. Post-operative patient treatment included mesh removal surgery and removal of adhesions.